Event description:
It was reported that the leg bags were leaking. Per follow up via phone on (B)(6) 2022, it was reported that the drain bag leaked at the inlet tube, and the clamp was not staying closed and leaking. The customer had to buy pieces from home depot to keep it closed. Also stated that urine was backing up from the anti-reflux valve. Customers also have a new one currently leaking from the top and also having an issue with the clamp staying closed. The customer stated they also had a bladder infection every month for a year and had been prescribed various antibiotics.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. The device was not returned for evaluation. No potential root cause could be concluded due to insufficient information. The lot number is unknown. Therefore, the device history record could not be reviewed. As the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.